Event description:
On (B) (6) 2010, this pt with a 90 degree angulated superior aortic neck underwent repair of an abdominal aortic aneurysm. A trunk-ipsilateral leg component was implanted, but the steep neck angle caused the trunk to jump distally after deployment. After two aortic extender components were implanted for proximal extension, angiography identified a type I endoleak. The physician re-ballooned the area, resulting in resolution of the type I endoleak. However, some extravasation was identified in the re-ballooned area, and it was determined that the aorta tore during the re-ballooning. The pt was stable and doing well from the surgery, so no further action was taken. On (B) (6) 2010, the pt's blood pressure dropped significantly. As the physician knew that the torn aorta was causing the drop in blood pressure, the pt was converted to open repair. During the conversion, a longitudinal tear in the superior neck was identified. It was reported that the pt's severe aortic neck angle caused one of the aortic extender components to perforate through the aorta during the re-ballooning. The physician removed the gore excluder aaa endoprostheses, and implanted a tube graft to repair the aneurysm and tear. The pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The safety and effectiveness of the gore excluder aaa endoprosthesis has not been evaluated in pt populations with greater than 60 degrees angulation of the proximal aortic neck. Refer to medwatch # 2953161-2010-00101 for the report on the gore excluder aaa endoprostheses associated with this event.